Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to an unspecified condition. The patient was hospitalized for the event. Treatment and patient outcome were not reported. Pd therapy was ongoing.